Event description:
It was reported that a smiths medical pump had a cracked rear case; continuous beeping. No patient involvement.

Event description:
Additional information was provided that the event did not occur while in use with the patient.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed no labels removed and it was damaged, cracked housing. During functional check, the reported complaint was duplicated. The moment the device was powered up, the device started double beeping. Unable to complete back-up capacitor testing due to downstream sensor issue. Root cause was found to be the downstream sensor. Replaced damaged rear housing and downstream sensor.